Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an internal hemorrhoidal ligation procedure, performed on (B)(6) 2025, for the treatment of perianal hemorrhoids. The device was unpacked and installed accordingly. It was then inserted into the patient. During the procedure, when the handle was rotated, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, it was observed that the device returned without the ligator housing. The trip wire was secured into the handle slot. The reported event of bands failure to deploy was not confirmed. The ligator housing did not return for analysis, due to this condition it is not possible to determine if the reported event was present or not. Based on all gathered information, and without proper evaluation of the device, the probable cause is not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an internal hemorrhoidal ligation procedure, performed on (B)(6) 2025, for the treatment of perianal hemorrhoids. The device was unpacked and installed accordingly. It was then inserted into the patient. During the procedure, when the handle was rotated, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.